Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this patient was in ventricular tachycardia and the device detection enhancements did not prevent 2.5 seconds of pause that occurred. The boston scientific technical services consultant discussed that it appeared the post-ventricular contractions (pvcs) that were also present were below the rate cut off. The patient was symptomatic and was in the hospital. Electrical re-programming to mitigate the issue was discussed.